Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that there was button error and the buttons were sticky and non responsive. Customer also mentioned battery life was less than 7 days, insulin pump had rejected new batteries and gave no low battery warning, no low reservoir warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.